Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ec45a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, when the surgeon tried to fire the device on the colon, part of the staples did form on the tissue and the other part did not. He could not perform his resection with the device so he lost confidence in it and then opened competitor's product to perform the resection deeper in the pelvis. There were no adverse consequences for the patient.